Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the silicone insulating was cracked at the tip end of the hot jaw and peeled away from the cold jaw support close to the shrink tubing. The shrink tube was deformed immediately below the clevis and was moved back approximately 1 mm. The device passed a pre-cautery test and a polyfuse activation test. A temperature and resistance evaluation was conducted to evaluate the device function. The device passed the temperature measurement test and resistance test. No smoke and/or steam which could be considered excessive were observed during the testing. Based on the results of the evaluation, the reported complaints were unable to be confirmed. The device history record (DHR) was reviewed. The records show the device lot conformed to all applicable specifications. Internal (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 there was tissue that collected on jaws. Heavy smoking occurred and by the end of the case jaws would not open or close properly. A replacement device was used to completed the procedure.